Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two proglide devices after a dual access interventional electrophysiology ablation procedure with a 7fr and 8fr sheath. Reportedly with both devices, when the plunger was depressed, it would not go all the way down and there was no audible 'click' heard, then a suture break was observed. One new proglide device was used to achieve hemostasis at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to failure to deploy the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). The suture possible detached when removing the plunger. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.